Manufacturer narrative:
The complaint device was received and tested. The device was in good cosmetic condition; outside of some minor scratches there was no damage or anomalies. Functionally, the device proved faulty. The testing confirmed that the device continued to activate the test equipment for 2-3 seconds after releasing either foot switch. The transmitter pcb assembly was replaced, which corrected the problem. At this point in time no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the rep the foot switch sticks and continues to activate the system. It was during an unknown procedure and there were no patient consequences to report.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.